Manufacturer narrative:
(B)(4). Additional information will be provided following conclusions of an investigation.

Event description:
It was reported that during resident transfer, one of four wheels came off and a resident hurt her leg. No further details are available yet.

Manufacturer narrative:
On 2018-02-01 arjohuntleigh has become aware of an event which occurred with the involvement of a maxi 500 passive floor lift at customer facility named south eastern h&sc trust nursing home located in newtownards, northern ireland. It was reported that during resident transfer, the castor broke off and a resident fell out of the lift sustaining a leg injury. Any further details or clarification on severity of that injury was given. No detailed information related to the event scenario was provided either. Despite multiple attempts ,the facility did not reveal any follow up information related to the event to date. A review of reportable events on maxi 500 brand name registered during last 5 years shows that there was no similar complaint claiming castor detachment. Third part company (abbeymedicare) agreed to collect the involved hoist and quarantine. Upon device collection there was suggestion raised by one of the customer facility engineer that castor had been damaged prior to the incident, and malfunction occurred during transit from the warehouse to the nursing home. In addition, the interviewed person reported -once a patient was placed on the lift, the castor broke off. The lift was inspected by arjo representative. The visual inspection confirmed that one castor was broken off from the device, the lift was found in general good condition. The functional inspection showed that all functions were operating according to the manufacturer's specification. The last preventive maintenance of the device was performed on aug 2017 internally, by customer facility and no malfunction was found. When the one castor is missing, the device would not tip over. In the case when patient weight is less than a device swl and during patient transfer, if the device loses the castor, the lift will tilt from side to side until the base touches the surface. Then the lift would slow down movement until it stops and stabilizes without any risk to the patient or caregiver. IFU for maxi 500 contains information that: that every week castors should be checked by user the reported malfunction ( missing castor ) by itself could not lead or contribute to a patient fall and it does not pose any risk to a patient. There should be other factors present which would lead to patient fall. Unfortunately ,the facility did not provide any additional information related to the event and the exact cause of the reported event could not be confirmed. To conclude, arjohuntleigh maxi move passive lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. The castor broken off, when the resident was already placed in the chair. Although device did not meet its performance specification because the castor broken off from the device, this malfunction itself could not lead to a patient fall. We report this event to competent authorities in abundance of caution as there was indication that an injury occurred. Its severity remains unknown.